Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed left bundle brunch block. No treatment was given. Two days post implant the patient developed new left bundle branch block and second-degree av block mobitz I. Subsequently a permanent pacemaker was implanted with no adverse patient effects.

Manufacturer narrative:
Device remains implanted, therefore the device will not be returned for analysis. Conclusion: conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. The device history review and investigation are in progress, once the review and investigation are complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.